Event description:
It was reported that the flushing pump front motor cover section came off. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inadequate maintenance of the adapter plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: chapter 7 maintenance and repair. 7.1 routine maintenance. The following routine maintenance should be performed at the intervals specified: hospital engineer or olympus - annually: check the unit externally for signs of damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.